Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer deported the handpiece got hot when the phaco power up to 90% or above during surgery. There was no pt or user harm reported. Add'l info has been requested. This is the first of two reports being filed for this facility.